Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing stopper pull out during use. The following has been provided by the initial reporter: part of the lid is removed when used. Part of the lid comes off when used in the holder. Updated info: 1. When is the stopper coming out? When drawing blood, the position is still in the holder. 2. Was a holder used? Was it a bd holder? Using bd yellow holder. 3. Was the acquisition device bd?-using bd vacutainer system (tube, needle & holder). 4. What is the acquisition device that was used? N/a. 5. Was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum used to draw the blood into the tube? The lid is released (left inside the holder) when removing the tube. 6. Was the closure recapped? Was there a tight seal? Reports from customers at the time the tube will be used is still in a sealed condition and the glue sticks well (tight). 7. If stopper coming off in the centrifuge what was time and speed? Is appropriate centrifuge bucket insert used? The lid is removed before the centrifugation process.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pull out was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to stopper pull out were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing stopper pull out during use. The following has been provided by the initial reporter: part of the lid is removed when used. Part of the lid comes off when used in the holder. Updated info: when is the stopper coming out? -when drawing blood, the position is still in the holder. Was a holder used? Was it a bd holder?-using bd yellow holder. Was the acquisition device bd?-using bd vacutainer system (tube, needle & holder). What is the acquisition device that was used? N/a. Was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum used to draw the blood into the tube? - the lid is released (left inside the holder) when removing the tube. Was the closure recapped? Was there a tight seal? -reports from customers at the time the tube will be used is still in a sealed condition and the glue sticks well (tight). If stopper coming off in the centrifuge what was time and speed? Is appropriate centrifuge bucket insert used? -the lid is removed before the centrifugation process.